Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. Evaluation found the bending angulation was out of specification and the bending section cover adhesive was separated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope had air/water channel problems. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed ant the nozzle was clogged with foreign material. The nozzle was clogged with textile fibers. The report is being submitted due to the foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor the field performance of this device.